Manufacturer narrative:
H10: manufacturer narrative: h3, h6: siemens completed the detailed investigation of the reported event and system. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, system log files, and event simulation. According to the initially provided information siemens was notified by its service organization about a general statement from the customer, that the spo2 (oxygen saturation measured by pulsoxymetry) value is 3 to 5 % lower compared to reference measurements. No adverse health consequences to the patient were reported. Sensis vibe uses the nonin medical's puresat® oximetry technology for spo2 measurements. Readings provided can be slightly lower (2%-3%) than spo2 technology from other vendors due to different calibration on patient populations (e.g., dark skin pigmentation). However, attempts were made to recreate the problem in the manufacturer's laboratory. It could be observed that a lower spo2 value is displayed when the finger clip is moved slightly outside the finger or when the clip is opened so that external light can enter the receiving diodes. At the same time, the signal quality indicator changes from a good to a weak signal, accompanied by a simultaneous color change of the display from white to yellow. The user is immediately informed about the obtained signal quality straight away. The system instruction for use provides adequate guidance for the use/performing of spo2 sensors/measurements. The problem reported to siemens by the customer could not be confirmed. According to the provided information, the issue occurred during an interventional procedure. In this particular case, patient monitoring was started before the actual exam started and spo2 readings were obtained. The examination was then started. Log-file analysis indicate poor signal quality throughout the entire examination. As a result, no spo2 reading was displayed to the user. In conclusion, no cause could be identified. Therefore, as a preventive measure, the user was informed about how to improve spo2 measurements (e.g., what measures could be taken to get a stable and reliable signal). H11 corrected data: g2: health professional should have been checked in the initial report submitted to the FDA on february 9, 2023. H3: device evaluated by manufacturer should have been checked "no". Siemens had not yet evaluated the reported system.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an issue with the sensis vibe hemo system. During a patient procedure, the sensis spo2 measurement values were 3 % to 5 % lower than the measurements done on alternate systems. There are no indications of any adverse effects on the health status of the involved patient.